Event description:
It was reported that a user of the ilet system experienced intermittent signal loss between the dexcom g7 cgm and the controller, and later identified that multiple previously paired sensors remained in the phone¿s bluetooth device list contributing to connectivity issues. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed an interoperability-related intermittent communication failure implicating the electrical/magnetic subsystem, with the antenna component identified in the device component taxonomy. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.